Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty grasping, poor image resolution, and slda were due to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as two additional clips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 mitral regurgitation (mr), a restricted and short posterior leaflet, an anterior leaflet override and a rotated heart for a mitraclip procedure. There were difficulties visualizing and grasping with the clip during the procedure due to the rotated heart. Due to imaging challenges, grasping was done in midesophageal four-chamber (mefc) view or 0 degrees. The posterior leaflet was very restricted that independent grasping was utilized because the leaflet ran in the north and south position. One clip was implanted. A single leaflet device attachment (slda) was observed post-implant. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. Two additional clips were implanted to stabilize the slda. The mr was reduced to grade 2-3.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 mixed mitral regurgitation (mr), a restricted and short posterior leaflet, an anterior leaflet override and a rotated heart for a mitraclip procedure. There were difficulties visualizing and grasping with the clip during the procedure due to the rotated heart. Due to imaging challenges, grasping was done in mid-esophageal four-chamber (mefc) view or 0 degrees. The posterior leaflet was very restricted that independent grasping was utilized because the leaflet ran in the north and south position. One clip was implanted. A single leaflet device attachment (slda) was observed post-implant. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. Two additional clips were implanted to stabilize the slda. The mr was reduced to grade 2-3.